Event description:
An issue was reported involving an alarm 2 followed by alarm 26, which indicated an occlusion problem. There was no reported impact on the customer¿s blood glucose level. To address the issue, the customer was advised by technical support to disconnect the tubing from the site and take steps such as tightening the t:lock and delivering a bolus, although the alarms recurred. Ultimately, the customer was instructed to replace necessary supplies and resume insulin therapy.